Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting end of a minicap transfer set was warped which resulted in dialysate fluid leaking from the peritoneal dialysis (pd) tube and a subsequent open contamination. Upon inspection, there appeared to be a gap between the titanium adaptor and the white connector end of the transfer set which was securely attached and not cross-threaded. This was identified after performing a routine transfer set change for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b3/d10, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.